Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to cough. The device was returned but not yet evaluated. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 03/24/2025: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, dust/dirt was found in contamination findings. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.